Manufacturer narrative:
Device evaluation: the sample was discarded by the customer. Therefore, the complaint reported cannot be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was missing the trailing haptic when the lens was delivered into the left eye (os). Iol had to be explanted on (B)(6) 2018. The lens reportedly wasn¿t well centered at the end of a routine case. During the implant, the doctor commented that he saw two intact haptics. The case was otherwise uneventful. The doctor stated he worked on lens centration for about 10 minutes - during the manipulation he stated that he certainly saw 2 haptics. On pod1 (post op day 1) the patient had 20/25 vision but a significantly displaced iol. Thinking a posterior capsule rupture occurred, the patient was taken back to the operating room. At this secondary surgery, the doctor found no bag break but did find a severed haptic. The doctor could not be certain that a free severed haptic wasn¿t in the bag sulcus. The lens was discarded; however, a photo was provided. There were no patient complications, no incision enlargement and no vitrectomy required. The patient was doing well at the time of discharged and no prescription was given outside the normal post-operative treatment. No additional information provided.